Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the fast-fix 360's t2 implant could not be deployed. T1 was successfully removed using pliers. The procedure was successfully completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t2 position. The depth straw and depth gage lock were not returned. Bio debris is present. A functional evaluation was performed on the returned device and found the device cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.